Manufacturer narrative:
Product ID 3887-28 lot# (B)(4)implanted: (B)(6)2008 explanted: (B)(6)2017 product type lead product ID 3887-28 lot# (B)(4)implanted: (B)(6)2009 explanted: (B)(6)2017 product type lead if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received where it was reported the patient had a medical event on (B)(6)2017 where they had a lead replacement but they were not sure which of the leads were replaced. No further complications were reported/anticipated.

Manufacturer narrative:
Other relevant device(s) are: product ID: 3887-28, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2017, product type: lead; product ID: 3887-28, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2017, product type: lead. Occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for lumbar radiculopathy and spinal pain. It was reported that during the patient's post surgery follow up it was discovered that one of the leads was not working right. The leads were replaced. The patient wanted to make it clear that they had 2 ins' implanted but only the newer one was in use, and that they needed an ID card that stated this. No further complications were reported.